Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of complex regional pain syndrome type I. It was reported that the patient's device was inactive. The patient called about going through airport security. The patient stated that the device has been inactive for a year or two. The patient reported that the device quit working around 2014. The patient also stated that their legs and everything else are fine. The patient stated that the device isn't connecting to the patient programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.